Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined or is unknown. Isi has not received the sureform 60 stapler instrument and/ or the reload involved with this complaint. The system logs confirm the sequence described during the procedure. Additionally, an isi advanced failure analyst (afa) engineer) conducted a stapler log review for the sureform 60 stapler instrument (part #480460-08, lot #t90190522-0246) associated with this event and found that the instrument fired three reloads (1 white followed by 2 blue) in 5 total installs. All three firings (on installs 1, 2, and 5) were completed per the logs with no pauses for compression. There were two installs (install #2 ¿ white reload installed, and install #4 ¿ blue reload installed) where no firings were attempted because every clamp attempt resulted in an incomplete clamp. The first and third installs did not have any incomplete clamps, and the second install had one incomplete clamp in 3 clamp attempts prior to firing. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: after a da vinci-assisted partial nephrectomy surgical procedure, the patient experienced post-operative staple line bleeding and had to undergo a second procedure. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the patient experienced post-operative staple line bleeding. The patient was reported to be recovering well. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and obtained the following additional information regarding the reported event: the cta stated that on (B)(6) 2021, another clinical sales associate (csa) was informed by the site that a patient had experienced a post-operative staple line bleed and had to undergo a second procedure. The cta reported that he was present during the partial nephrectomy procedure on (B)(6) 2020. For the first fire, the surgeon used the sureform 60 stapler instrument with a white sureform 60 reload on the renal artery, and the fire was successful. Then on the second fire, the surgeon used a white stapler 60 reload; however, the surgeon could not clamp down fully. As a result, the surgeon upsized the reload to a blue sureform 60 reload; nevertheless, the issue persisted, and the surgeon could not clamp down fully. Then the surgeon skeletonized the vessel and attempted to fire with a blue sureform 60 reload. When asked if he wanted to switch back to a vascular white sureform 60 reload, the surgeon responded saying, ¿that¿s not really the problem that I am dealing with, it¿s all this stuff,¿ pointing to anatomy around the vasculature. After skeletonizing the vessel, the surgeon used the same blue sureform 60 reload, and the second staple fire was successful. The cta stated that the stapling was completed, and the staple lines looked clean with no bleeding witnessed. On 10-jan-2021, isi obtained the following additional clarification on the reported event from the cta and csa: the instrument was inspected prior to use, and there were no issues noted. The following were confirmed: there was no buttress material used, no malformed staples, and no tissue tension was observed. The surgeon experienced issues while clamping down the stapler instrument. It was confirmed that the surgeon did not allege any malfunction of the stapler instrument or the reloads. On post-operative day (pod) #2, the patient allegedly experienced an arterial spasm of the renal artery; thus, there was bleeding from the staple line where a blue sureform 60 reload was fired and requiring intervention from the interventional radiology (ir) team. It was confirmed that the bleeding was identified at the staple line and was controlled through ir. It was reported that six units of blood were administered to the patient. The patient was confirmed to be recovering well with no further issues. The surgeon did state the issue was patient-specific and that the reload size (blue) may have been too big and probably was not the right choice, and a vascular reload should have been used.